Manufacturer narrative:
(B)(4). D10 ¿ medical devices: oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 698320. Oxf uni tib tray sza rm; item# 154719; lot# 084710. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00293, 3002806535 - 2023 - 00294, 3002806535 - 2023 - 00295. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a partial knee arthroplasty and approximately 5 years later a revision surgery was performed due to wear and knee pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.